Event description:
A malfunction code, identified as malf 24, was reported, but there was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer contacted their healthcare provider to arrange insulin injections as a backup therapy. Technical support confirmed the shipping address and sent a replacement pump. They provided instructions on storing the faulty pump and advised on steps following receipt of the new pump, which were acknowledged by the customer.